Event description:
The patient was admitted to the hospital on the (B)(6) 2023 complaining of nausea and vomiting. She reported that she had the balloon in south africa on (B)(6) 2023 (20 kg weight loss). CT scan demonstrated significant distension of the stomach with flattened proximal duodenum indicating gastric outlet obstruction secondary to the gastric balloon. The patient underwent an ogd and removal of intragastric balloon on the (B)(6) 2023 without any immediate complications and was advised to have free fluid for 3 days and then escalate diet as tolerated.

Manufacturer narrative:
"The balloon was not returned for examination. A review of the device labeling notes the following: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting with dehydration, electrolyte abnormalities, weakness, fainting or falling episode. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.".